Manufacturer narrative:
H2, h3, h6: the returned motion control pcba was analyzed. 2.598vdc voltage measured across tp10 and tp23 and 3.764vdc across tp8 and tp23 confirm voltage drifted. It was expected that voltages for both would be between 2.4vdc and 2.6vdc. Code c02 is applicable, as are previously reported codes b01 and d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when driving the imaging system it would jolt forward. The site put the imaging system into manual mode and pushed it into the operating room, and pressed the emergency reset button, and then it started beeping constantly and would not move. The site rebooted system and the same issue after pressing the emergency reset button. The site took the imaging system out of the operating room and rebooted the system again, and turned the key by the dongle, and the beeping stopped. The system still had drive issues, but they were able to take spins with it after manually driving it into the operating room. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient impact.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000221r. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the system booted up with the digital drive board beeping. The digital drive board was replaced and adjusted. The imaging system then passed the system checkout and was found to be fully functional. B01, c07, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.